Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and the customer was having issues interacting with the screen. Reportedly, the reason for the cracked screen was unknown. Customer's blood glucose was 119 mg/dl. Customer would continue to use the pump for insulin therapy.